Event description:
Further follow-up revealed that the pt underwent revision surgery in 2006 to alleviate the generator migration. The cause of the device migration and subsequent revision surgery was due to a suture that tore from the surrounding fascia. The pt has not been seen by the physician since the revision surgery.

Event description:
Reporter indicated tht vns patient hs experienced "problems with her device shifting" and has subsequently undergone revision surgery on two occasions. Further follow-up with treating surgeon revealed that the patient underwent only one revision surgery and that the cause of the device migration was unknown.